Event description:
On (B)(6) 2011, the lay user/patient's wife contacted lifescan (lfs) alleging that her husband's onetouch ultra2 meter was reading inaccurately high compared to his feeling/normal result(s). The following complaint was classified based on information obtained from the customer service representative (csr). The patient's wife alleged that on (B)(6) 2011 at 12:10pm the patient obtained a blood glucose result of "186mg/dl" with the subject meter. The patient manages his diabetes with insulin (self adjuster) and in response to the reported result the patient reportedly administered 30 units of humalog insulin at the same time after the alleged issue occurred. Approximately three hours and 20 minutes after the reported meter issue occurred the patient's wife claimed that while the patient was in physical therapy he became incoherent, clammy, and sweaty. At the onset of his symptoms the patient's wife stated she tested his blood glucose with the subject meter and obtained a reading of "74mg/dl". The emergency medical services (ems) was reportedly contacted because the patient was incoherent and according to the csr's documentation, eight minutes after the onset of the patient's symptoms, the patient reportedly obtained a blood glucose result of "32mg/dl" with the ems's meter and soon after a reading of "77mg/dl" with the subject meter. The health care provider (hcp) administered 3 tubes of glucose gel as treatment, and according to the patient's wife it took two hours for the patient's blood glucose to get back up into the "70's". At the time of troubleshooting, the csr verified that the subject meter was set to the correct unit of measurement (mg/dl) and noted that the patient's wife performed a quality control test that passed. Replacement products were sent to the patient. This complaint is being reported because the patient's wife claims her husband obtained an inaccurate high reading on the subject meter, the patient administered treatment based on the reported result, the patient reportedly developed symptoms suggestive of severe hypoglycemia, and was allegedly treated by an hcp for severe low blood glucose after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.